Event description:
On (B)(6) 2014,the reporter contacted animas and alleged the following: patient was admitted to hospital on (B)(6) 2014, for elevated blood glucose (bg). Bg had started to rise in the middle of the night and reporter attempted twice to correct via the pump, but bg continued to rise to 500mg/dl. Reporter finally gave injection at 6 a.m. Per health care provider (hcp) instructions. Bg at on admittance an 8 a.m. Was 326 mg/dl with vomiting. Patient was placed on insulin IV drip and according to pump history, resumed bolusing on pump at 3:45pm on (B)(6). Reporter stated that when attempting to prime the pump, insulin was not coming out of end of tubing, but instead was coming from where tubing was connected to cartridge and he smelled insulin. Reporter did not attempt to tighten the tubing or check to see if it was loose or damaged; he just changed tubing. Tubing and cartridge have since been discarded and are not available for review. There is no prime recorded in prime history at the time of the alleged tubing change. Customer support (cs) advised reporter that insulin should not be coming from this connection and this may have been the cause of the high bg. Advised that there is also no record of pump being primed at the time the tubing was allegedly changed which may have exacerbated the elevated bg. Reporter denied redness/irritation, bump or leaking at actual site. No bent cannula or blood present upon site removal; site is changed every 3 days, reporter states pump seems to be working fine now and no sign of leakage. This complaint is being reported as the patient experienced hyperglycemia and the cartridge issue was not resolved.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.